Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump delivered a bolus of 24.9 units that he did not program. The customer had eaten candy, and was about to program a bolus when he noticed that the insulin pump was already delivering a bolus. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.